Event description:
Technician alleged that the siderail latches were sticking on both head siderails.

Manufacturer narrative:
Technician lubricated the latch assemblies on both head siderails to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.